Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl, suspected cause was changes to their pump settings by their healthcare provider (hcp). Reportedly, the customer lost consciousness and required assistance from their spouse, who administered a glucagon shot. The customer was taken to the emergency room (ER) and subsequently hospitalized. The customer¿s bg elevated to 580 mg/dl due to glucagon shot and was given intravenous fluids of saline and insulin in the hospital to address elevated bg. Customer was released with issue resolved. Customer has been in contact with hcp to adjust their pump settings to better meet their diabetic needs.